Manufacturer narrative:
At analysis it was determined that the output connector assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator which was returned in accordance with instructions affiliated with a corrective field action subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.